Event description:
During a laparoscopic nephrectomy procedure, the pt had a large solid tumor of the kidney. A stapler was required to cross the pedicle. The surgeon know this could possibly be too hard for the stapler to cross due to the size and solidity of the tumor, however, he decided to see of the stapler would close and close over the selected area. The stapler did close, but when the consultant went to reposition the gun before firing, it could not be opened or removed. The stapler was successfully removed and pt recovered well. No pt consequence.